Manufacturer narrative:
B2 - product problem selected additionally.

Manufacturer narrative:
A4 patient weight was added to the report. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information and event information. Event date is unknown.

Event description:
It was reported that the patient's ipg was explanted and replaced dur to the ipg being end of life.